Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of malposition is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Device evaluation: visual analysis of the returned device identified: white particles in device inner surface, wear abrasion and fold creases. A leak test was performed which identified no leakage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: fold creases; no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side malposition and capsular contracture, baker grade ii. Device has been explanted.